Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 9/3/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed. Lubricant material residue was observed in the device. The lens was stuck at the cartridge tube and the pushrod overrides it. The device was opened to verify the components conditions. The threads of the injector were in a good condition and it was correctly engaged. Upper and lower body of the device were correctly engaged and in good condition. All the components are correctly engaged. The reported issues are verified; however, the condition in which the sample was received indicate that the product was previously handled. It is not possible to determine that the conditions of the sample returned are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: he manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon tried to twist out the preloaded intraocular lens, however the lens did not fully come out. Reportedly there was patient contact with no harm to the patient. There was no incision enlargement, no sutures and no vitrectomy required. This was observed while inserting into the eye. No further information provided.